Event description:
It was reported that this right atrial lead was explanted due to erosion and infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).